Manufacturer narrative:
The reported event of frequent audible low priority alarms were confirmed on the returned batteries, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communications errors involving controller and batteries ((B)(4)). The cause of the reported frequent audible low priority alarms can most likely be attributed to these premature switching events. The controller ((B)(4)) was analyzed under MFR# 3007042319-2016-03150 and passed visual and functional testing. Analysis revealed that the devices passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to communications errors and momentary disconnections between the controller and batteries. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. Alarm/faults without further sequelae would not be likely to cause or contribute to death or serious injury. An alarm is a function designed to protection against a fault. The redundant power source will continue to supply power to the pump. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Therefore the potential that a battery alarms/faults without further sequelae would cause a death or serious injury is remote. This will result in therefore result in user annoyance with no effect on the functioning of the pump. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - (B)(4) - expiration date: 01/31/2017 - device manufacture date: 01/07/2016. (B)(4) - received: 07/29/2016. (B)(4).

Event description:
A patient reported to vad coordinator that he/she noted frequent audible low priority alarms without a message on the visual display when connected to two batteries while he/she was at home.  He/she reported that the batteries were not depleted enough to alarm.  The vad coordinator did not see any damage on the power connectors or pins of either of the two batteries. Issue resolved with device exchange.